Event description:
It was reported that a patient wasn¿t able to adjust stimulation using the patient programmer and the patient couldn¿t get stimulation to ¿go up and down.¿ it was noted that the patient wasn¿t sure how long it had been that the programmer had not worked and she was unable to get any display to come up on the screen. It was reported that the patient was going to try new batteries. It was noted that the patient had been in the hospital and got out last friday, and the hospital stay was related to her back pain and not the device. The next day, it was reported that there was an end-of-service message. It was noted that the patient started seeing the ¿doctor icon¿ come up about six months prior to the report. Per device manufacturer registration, the implantable neurostimulator was replaced. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3777-45, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3777-45, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID neu_unknown_prog; product type programmer, physician. (B)(4).